Event description:
A pt reported blood glucose results of "107 mg/dl and 151 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt retested and obtained results of 127 mg/dl and 141 mg/dl.